Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube the shield/cap stopper was a different color/shade or faded. The following information was provided by the initial reporter. The customer stated: "when opening the package, the color of the tube was found to be incorrect."

Manufacturer narrative:
Investigation summary: bd received four (4) samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for discolored tube with the incident lot was observed in one (1) of the samples. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of discolored tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of discolored tube based on returned samples. Bd was not able to identify a root cause for the indicated failure mode.